Event description:
A surgical coordinator reported two pts who experienced refractive surprises following intraocular lens (iol) implant surgery (by two different surgeons in same facility). Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Add'l info was requested on 09/08/2011 and 09/22/2011 by fax, mail, and email. A completed questionnaire has not been rec'd. (B)(4).